Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. Inspection of the unit indicated the retaining e-ring was missing, resulting in the pivot pin not being in the proper location for the interlock mechanism. The exact root cause of the e-ring becoming detached from the pivot pin could not be determined.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
During inspection of the product by the distributor, it was reportedly noted that two vaporizers could turn on simultaneously. There was no report of patient involvement.